Manufacturer narrative:
The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this serious, spontaneous report was received from a physician via our affiliate in (B)(4). This report involves a (B)(6) male pt who was administered sculptra (poly-l-lactic acid) lot number a6013 on (B)(6) 2007 (dosage and indication not provided). This pt has a familiar history of stroke. No concomitant medications were reported. On (B)(6) 07, the pt's physician reported that she applied intradermal injections of sculptra to the medium and inferior part of the pt's face. She used 7 ml of water in the reconstituting and did not use lidocaine. She applied 1 ml of the product in each side of the pt's cheek, 1 ml in the pt's nasolabial fold, 0.5 ml in his left and right zygomaticus and 0.5 ml to both sides of the mandible. Seventeen hours after the procedure, the pt presented with a stroke. According to the pt's wife it was hemorrhagic in cerebral truncus. The physician stated that the correct technique was used to apply the product and the pt was at risk of a stroke due to familiar history. The stroke was probably not related to sculptra. On (B)(6) 2007 the pt's physician was contacted and reported that the pt died on (B)(6) 2007. Addendum for f/u received on (B)(6) 2008: additional information was received from the reporting physician indicating this pt had a familiar history (2 brothers) who experienced cerebral vascular accident. The pt did not have any allergy history. He underwent a gastrectomy due to stomach cancer 30 years ago. He was only using vitamin b12 and was considered to be in good health. The cerebral vascular accident occurred directly after having sexual relations and the physician believes that the pt might have taken viagra (sildenafil), but she can not confirm it. An autopsy was not performed and the physician does not have the death certificate. The pt's family does not suspect sculptra in relationship to the event. The reporter's causal relationship assessment for sculptra was not indicated. Addendum for f/u information received on (B)(6) 2008: a ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Addendum for f/u information received on (B)(6) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable.